Event description:
A falsely depressed advia centaur testosterone result was obtained on a patient sample and reported to the physician. The physician questioned the result. Repeat testing was performed on the patient sample and the test result was higher. A corrected report was issued to the physician. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant testosterone result.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant testosterone result is unknown. The instrument is performing within specifications. No further evaluation of the device is required.